Event description:
Removal of endosseous dental implant. Implant was placed in site #3 (class I bone) on 1-20-97 during a complex procedure in which a sinus lift was required and was done at the same time as implant placement in which bone augmentation was performed. The clinician reports that the sinus lift was successful and connective tissue formed around the implant. He states, "however, a "cortical" plate formed around the connective tissue. The connective tissue separated the bone forming within the sinus from the implant." The implant was removed on 5/29/97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.